Event description:
Customer reports, a 60 cc syringe was being used with a baxter seven day infuser, portable elastomeric infusion system. This was used in a chemo filling procedure by a pharmacy employee. The unit is shielded to prevent torque on the tip, but by tightening to normal pressure. The tip failed over use resulting in a chemo spill in the biological safety cabinet. No injury resulted.